Event description:
Additional information was received reporting that device was explanted prophylactically. The explanted device has not yet been returned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient went through a weapons detector causing his device to pause resulting in seizures during the period it was off. The device was later interrogated and everything was reportedly ok diagnostically, although it is not clear how long the device was off. No other relevant information has been received to date.